Event description:
A malfunction alarm was reported with the code "malf 0." There was no adverse impact to the customer¿s blood glucose level. The pump was out of warranty and was not replaced; however, it was determined that customer technical support would replace the pump if it had been within warranty.